Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-00468. Please reference file mrn 3012307300-2024-00278 for all details pertinent to this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump failed volume accuracy during testing. No patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and bent latch lock. Event history log revealed no anomalies. Functional testing was able to replicate the reported issue; the expulsor was high and out of specification. The root cause was determined to be a faulty expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.